Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that upon removal the string broke off of an unspecified amount of tampons leaving the pledget inside her vaginal cavity. She was able to manually remove the pledget and did not experience any adverse health effects. She saw her ob for unrelated reasons and shared her experience with the ob. The ob confirmed she was fine and no treatments or diagnosis were made.